Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent laser lithotripsy of bladder stones on (B)(6) 2011 concurrently with mesh fragments removal. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent hysterectomy due to abdominal pain, frequent urination, and prolapse uterine. Following insertion the mesh damaged a nerve in her left leg. As a result of the pain, she has to go through pain management treatments. States has mesh behind the nerves in her right leg and behind her bladder. Doctor does not recommend removal of mesh. Also, pain during intercourse and in abdomen. States has severe pain in both legs, they hurt when she walks, sits, stands and sleeps. It was reported that patient underwent either mesh revision or removal on (B)(6) 2007 and (B)(6) 20011 for embedded mesh in bladder. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.